Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were exhibiting a high, out of range pacing impedance the day after a changeout procedure was performed. A guidant technical services (ts) consultant recommended an x-ray to confirm the lead integrity, but suspected that there was most likely a connection issue. The caller reported that the physician was going to reopen the pocket later that day to assess the situation. Additional information was received that the issue was a connection issue. This was successfully revised and lead measurements were within normal limits. No adverse patient symptoms were reported.